Event description:
It was reported that the patient presented for a post-op check-up and the patient complained of experiencing muscle stimulation. The physician noted the muscle stimulation occurred in all vectors so he elected to reposition the left ventricular lead. The patient was in stable condition post surgery and would continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a system implant procedure, the patient experienced diaphragmatic stimulation and possible reprogramming was performed to address the issue. The lead remained implanted and the patient was in stable condition.